Manufacturer narrative:
Because this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was discarded by the user and not available for evaluation. A DHR review was conducted with no discrepancies noted.

Event description:
In this event it was reported that a waveone gold file broke during use. The broken piece could not be retrieved and was incorporated as part of the filling. The patient come back with pain and the tooth was extracted.